Manufacturer narrative:
Block a2/a3b/a4/a5: the patient's dob or age at time of event, gender, weight, and ethnicity are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- portugal. Blocks h3/h6: the angiosculpt catheter was retained by the facility, thus no product investigation was performed. However, based on the complaint details, the catheter got stuck on the calcified lesion, which likely required some degree of force for removal, resulting in the separation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a therapeutic coronary procedure for a moderately calcified proximal lad. During use, the scoring balloon became stuck in the vessel and was unable to move. Several approaches were attempted to remove; however, the catheter shaft separated. The proximal portion was removed from the patient, and the distal portion was retained by inserting a new guidewire to pass through the balloon, and stents were placed to crush to the vessel wall. The patient is in stable condition and under observation. This adverse event and product problem is being submitted due to device separation, requiring intervention but retained in patient.

Manufacturer narrative:
Block e1: facility name and address was corrected from (B)(6) to (B)(6). Note: the initial MDR allowed a four digit zip code ((B)(6)); however, for the supplemental MDR, it will not allow a passed submission when (B)(6) is entered in block e1; therefore, it was intentionally left blank.